Event description:
It was reported the patients blood glucose level rose to 600 mg/dl while wearing the pod between 24 and 36 hours.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Investigation found a hole in the exposed portion of the soft cannula that sits inside the needle well. The hole is located on the portion of the soft cannula that aligns with the tip of the hard cannula. During fluid path testing, fluid was observed leaking through the hole. Although the soft cannula was damaged, the timing and cause of the damage are unknown. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.